Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the event. The reported patient effect of bleeding (hemorrhage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. Based on the information reviewed, the reported patient effect appears to be related to procedural conditions due to the sgc insertion into the groin as a part of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the steerable guide catheter was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The clip delivery system referenced is filed under a separate medwatch MFR number.

Event description:
This report is filed for the groin bleed requiring intervention (manual pressure). It was reported that the mitraclip was deployed reducing mitral regurgitation (mr) from grade 4 to 1-2. After clip deployment, the inner metal tube popped out with the actuator knob. There were no adverse patient effects and no reported clinically significant delay in the procedure. After the clip procedure, the patient had a pericardial effusion and bleeding from the groin. The groin bleed was successfully treated with manual pressure and the condition resolved the same day. No treatment was given for the effusion and the condition is continuing. No additional information was provided.